Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a error hwbat. There was no report of injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. The data log was unable to be downloaded. The reported event of an error icon display could not be confirmed. A root cause could not be determined.